Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 24 and 36 hours on (B)(6)2026 and had been hospitalized. Patient reported the infusion site to be swollen, red, hot, infected and painful. The patient was diagnosed with a cellulitis infection. The patient was treated with intravenous therapy, antibiotics and cut to drain the site. The patient was discharged 4 days later, (B)(6)2026. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s916usqs6eyl1 hardware: sm-s916u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.